Manufacturer narrative:
(B)(4). Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a).

Event description:
Customer reports circumferential redness to his peristomal skin which extends outward approximately 10mm and reports the redness use to extend out further. He does experience some pain from this area. He changes his wafer every 3 days. He denies any itching from the area. He uses (B)(4) adhesive remover to his peristomal skin. He uses a moisturizing soap to cleanse his peristomal skin. Instructed on cleansing his peristomal skin with soap that does not contain lotions; moisturizers or creams. He applies antifungal powder to his peristomal skin followed by no sting protective barrier wipes to his peristomal skin. Instructed if area worsens or does not improve to call back for additional instructions. He is scheduled to see his doctor later today. He started taking metronidazole 1 to 2 days ago and feels the redness has improved since.